Manufacturer narrative:
(B)(4). Date sent: 1/7/2022. Investigation summary: device was received for investigation/analysis. Investigation is in progress and has not yet been completed. Upon completion of investigation, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 10/19/2021. H2: additional information received: there were "no patient consequences and the surgeon changed the clip applicator to complete the procedure properly." In addition, photo(s) were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4) date sent: 10/4/2021 d11=corrected data=d4 d4: lot number is v94h9d, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 1/31/2022 h6: component code: mechanical (g04) investigation summary the analysis results found that the mcm20 device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated as the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembly, the hoop spring and the anti-backup lever were found to be out of position and the trigger post broken, jamming the firing mechanism. Fourteen clips were also found inside clip track. No conclusion could be reached regarding what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2021. D4: batch # v94h9d. Investigation summary: a photo was received for review. During the visual analysis, the following was observed: the photo shows a mcm20 device with batch number. Based on the photo, the event described is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences?

Event description:
It was reported that during an alif procedure, the doctor reported that the clips did not load automatically before positioning the clip on the vessels, and the ones he did manage to position did not hold in place. It is unknown how the procedure was completed. Patient consequence was not reported.